Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The year is the only known part of manufacture date. We have defaulted to the first of the year.

Event description:
The customer reports lancet protrudes beyond the end cap of the multiclix device. No adverse event reported. Requested return of suspect device and replacement was sent.